Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley . As a result, the distal grip cables became dislodged and loose, and the grip tips were unable to open or close . There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection also found no abnormally sharp or damaged components that could have contributed to the cable breakage. Additional observation(s) related to customer reported complaint: the instrument was found to have a loose grip cable at the distal end. The instrument could not place in the system for the intuitive motion testing. A visual inspection of the backend found the grip cable was broken at the clamping pulley. Additional observation(s) not reported by site: the instrument was found to have corrosion on the bearings. Grips/pitch input disk bearings and thrust bearing exhibit orange discoloration. The corrosion was observed on multiple components of the bearing. Common causes of broken proximal instrument grip cables are typically attributed to damage incurred during use or reprocessing. Root cause attributed to broken grip cable at the proximal end. Common causes of the failure mode corroded instrument bearings are attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.